Event description:
Customer's friend reported a hospitalization due to high blood glucose and low blood glucose. Caller states customer was brought to hospital because of the high blood glucose and then became low due to manual injections. Customer's blood glucose at time of hospitalization was 600 mg/dl and lowered to 4 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.